Manufacturer narrative:
Date sent to the FDA: 11/30/2021.

Manufacturer narrative:
Date sent to the FDA: 4/6/2022. Additional information: a2, a4, b7.

Event description:
Ht:157 cm.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.